Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger rod was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: we have now had 3 issues, and the latest is below which has required us to isolate them today. I know that this isn¿t directly related, but there has been a national pt safety alert about other bd products and I am therefore becoming increasingly concerned about the items we are receiving. Spindle was bent over inside the vaccine. The bent spindle occurred on 2 syringes out of 50.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/26/2021. H.6. Investigation: an entire box of flu+ g23 unused syringes were received by our quality team for evaluation. Twenty samples from different shelf cartons were examined and no plunger damage or any other issues were observed. Therefore, the defect could not be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger rod was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: we have now had 3 issues, and the latest is below which has required us to isolate them today. I know that this isn¿t directly related, but there has been a national pt safety alert about other bd products and I am therefore becoming increasingly concerned about the items we are receiving. Spindle was bent over inside the vaccine. The bent spindle occurred on 2 syringes out of 50.